Manufacturer narrative:
Analysis is currently ongoing. This report will be updated when analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified scratches and residue on the case. Review of device memory confirmed a shorted lead error (code 1004) had been recorded. Memory also showed that after three shocks had been attempted and resulted in abnormal shock impedance measurements, the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) expired. Post mortem interrogation found the device had reached battery capacity depleted (bcd). Additionally, a code 1004 was displayed indicating a shorted lead along with a code 1007 indicating a charge time out occurred on the date the patient expired. Data analysis was completed which confirmed the observed codes. Three episodes had been stored on the date the patient expired. The first episode was a non-sustained ventricular tachycardia (vt) episode with no sensing anomalies noted. The episode was approximately seven beats in duration and self-terminated. The next episode occurred approximately 11 hours later and was detected in the vt zone with a rate of 203 beats per minute (bpm). One undersensed beat was noted at the onset, however therapy was not delayed as a result. An burst of anti-tachycardia pacing (atp) was delivered and was unsuccessful in converting the rhythm. A second burst of atp was delivered which successfully converted the vt. Approximately one minute later, the patient had a ventricular fibrillation (vf) episode at a rate of 233 bpm. A single beat was undersensed but again did not delay therapy. Quick convert atp was delivered which was unsuccessful. The device began to charge and a single 31 joule shock was delivered after a 7.6 second charge time. This shock resulted in the observed code 1004, shock into a shorted lead condition. Detection was not affected by the fault and it was noted the rhythm initially slowed but accelerated back into the vf zone. A second charge began but did not complete due to the rhythm not meeting reconfirmation. A portion of the electrogram (egm) was not available due to storage limitations, however when it resumes the vf was still present. It appears an external shock was delivered which successfully converts the rhythm, however after several seconds the arrhythmia returned. The device attempted a third shock, however due to the code 1004 the capacitors were unable to appropriately charge resulting in the code 1007 indicating a charge time out occurred. Event storage ended at this point and no additional episodes were stored. At the end of the last episode it was indicated that the user reprogrammed device indicating a magnet may have been applied to the device. Tachy mode was permanently programmed to off two days after the patient expired. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Analysis is currently ongoing. This report will be updated when analysis is completed.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) expired. Post mortem interrogation found the device had reached battery capacity depleted (bcd). Additionally, a code 1004 was displayed indicating a shorted lead along with a code 1007 indicating a charge time out occurred on the date the patient expired. Data analysis was completed which confirmed the observed codes. Three episodes had been stored on the date the patient expired. The first episode was a non-sustained ventricular tachycardia (vt) episode with no sensing anomalies noted. The episode was approximately seven beats in duration and self-terminated. The next episode occurred approximately 11 hours later and was detected in the vt zone with a rate of 203 beats per minute (bpm). One undersensed beat was noted at the onset, however therapy was not delayed as a result. An burst of anti-tachycardia pacing (atp) was delivered and was unsuccessful in converting the rhythm. A second burst of atp was delivered which successfully converted the vt. Approximately one minute later, the patient had a ventricular fibrillation (vf) episode at a rate of 233 bpm. A single beat was undersensed but again did not delay therapy. Quick convert atp was delivered which was unsuccessful. The device began to charge and a single 31 joule shock was delivered after a 7.6 second charge time. This shock resulted in the observed code 1004, shock into a shorted lead condition. Detection was not affected by the fault and it was noted the rhythm initially slowed but accelerated back into the vf zone. A second charge began but did not complete due to the rhythm not meeting reconfirmation. A portion of the electrogram (egm) was not available due to storage limitations, however when it resumes the vf was still present. It appears an external shock was delivered which successfully converts the rhythm, however after several seconds the arrhythmia returned. The device attempted a third shock, however due to the code 1004 the capacitors were unable to appropriately charge resulting in the code 1007 indicating a charge time out occurred. Event storage ended at this point and no additional episodes were stored. At the end of the last episode it was indicated that the user reprogrammed device indicating a magnet may have been applied to the device. Tachy mode was permanently programmed to off two days after the patient expired.